Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having both high and low blood glucose. The customer mentioned during the phone call that their blood glucose has been as low as 30 mg/dl. The product will not be returned.